Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The pendant wire would not stay plugged. End user had to wiggle the wire to get the pendant to work. The foot section went down by itself and the end user's leg got caught in the bed rails.